Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she had developed an elevated blood glucose (bg) level of 600 mg/dl the night before. She also indicated that she I had developed a symptom of seeing yellow spots. The patient indicated that she had received an exceeds max limit warning on pump. During the troubleshooting session, it was noted the date and time on the animas insulin pump was incorrect. The date was off by one day and the time was off by 20 minutes. The patient took a bolus dose of insulin via the animas insulin pump through the night until her blood glucose stabilized at 122 mg/dl at 9:40 pm on (B)(6) 2011. Upon correcting the pump's date and time, the animas representative assisted the patient with adjusting the total daily dose maximum. The animas representative thoroughly went through the animas insulin pump system to assure everything was working ok. The cannula was not observed as being bent. The alarm history did not reveal any recurring issues. The tdd was accurate. The bolus insulin doses were delivered completely. The patient thinks the insulin she used may have caused the elevated blood glucose since she left the insulin out too long on the day of concern. The patient reportedly changed to a new vial of insulin and claimed her bg level was decreasing. The patient denied having issues with the infusion set. No leaking was observed. The patient admitted to seeing a little red raised bump where the cannula was. However, she denied having issues with irritation or infection. This complaint is being reported due to the following conclusions: the patient claimed that she developed an elevated bg level suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump contributed to the patient¿s injury.